Event description:
Information was received from a manufacturer representative regarding a trial patient who was using a wireless external neurostimulator (wens) for unknown indications for use. It was reported that the patient started single lead trial on june 15. The lead was placed in t4-5 area to address pain on left side between shoulder blades. On day of trial when programming was done, there were two electrodes that were showing as >10,000 ohms. Caller avoided using those in programs and used other electrodes instead. Pt was feeling stim when they left clinic. The pt had a 1.5 ride home and by the time pt got home, they weren't feeling stim any longer and were seeing "settings not available" on their controller. Caller walked pt thru trying other groups but pt was getting "settings not avail" on all groups. Caller walked pt thru removing lead and positioning lead in the wens. Caller saw pt again today (june 16) and now pt is having high imped >10,000 on 0, 1 and 2 (two of these electrodes were already high on the day trial started). They also tried placing lead in 8-15 side of wens but this didn't resolve the imped issue. Caller did some reprogramming but wasn't able to get coverage in target area. Caller ended up trying evolve settings and they will see how pt does over the weekend. They did xray the lead and noticed that it had migrated down slightly but health care provider (hcp) wasn't concerned about the amount of migration. The hcp is considering trying a new trial lead next week. Technical services (tss) and caller reviewed that having persistent high imped on 3 electrodes was unusual. Reviewed placing lead slightly higher in anticipation of possible lead migration and access to more electrodes if they try a new lead but that this is hcp decision. Additional information was received, the pt had a successful trial. Impedances on trial lead were tested prior to explant today and all impedances tested were all in the normal range and rep will not be sending trail lead in for analysis. Additional information was reported that impedances were checked and they programmed around affected electrodes. The patient was able to get adequate stimulation and have a successful trial. Impedances were checked prior to lead pull and the high impedances had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 18-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.